Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent was not part of the sample return as it remains implanted. The distal inner catheter including the tip was found to be broken and stuck on the hydrophilic-coated guide wire. Crinkles were found on the inner catheter segment indicating the presence of increased friction between the inner lumen and the guide wire during the attempt to remove the system, finally leading to the inner catheter breakage. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy or insufficient flushing of the device which can lead to increased friction between guide wire and guide wire lumen. The usage of a hydrophilic-coated guide wire not being kept wet throughout the procedure may be another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "flush the inner lumen of the stent system with heparinized normal saline prior to use." And "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that after successful placement of the vascular stent in a calcified sfa lesion, upon removal the tip became detached from the delivery system. The delivery system was removed but the tip remained attached to the 0.035 inch guide wire. The procedure was completed by using a new guide wire. There was no reported patient injury.